Event description:
Additional information: it was reported that this right atrial (ra) lead was explanted due to high pacing thresholds which caused pacing not to be delivered when required. The patient underwent a surgical intervention to replace the lead. No additional adverse patient effects were reported. It was reported that the right atrial (ra) lead was explanted due to an unknown product performance issue. The patient underwent a surgical intervention to replace the lead with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no conductor issues. Resistance testing found the lead was electrically continuous, therefore the electrical or physical allegations were not confirmed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds which caused pacing not to be delivered when required. The patient underwent a surgical intervention to replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the right atrial (ra) lead was explanted due to an unknown product performance issue. The patient underwent a surgical intervention to replace the lead with a new one. No additional adverse patient effects were reported.